Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported possible oob failure. It was reported that the proximal end had sparked during a case. The fiber had broken off at the connector end and was burnt. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause for this complaint failure could not be confirmed as the device was not returned for evaluation. The limited information does not provide enough information to determine if either user mis-handling or a device defect is at fault for this failure. The final root cause of the proximal end spark was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted based on customer response and updates: updated fields: e2, e3, d4, d9 , h6, h10. Communication with the customer , the following information conveyed. Current job title and position-nurse, rn . The event occurred at the beginning of ureteroscopy with laser lithotripsy. ¿ no patient injury, no user injury and completed the procedure with another laser fiber from the same box. No damage noticed on the fiber when first connected to the laser system. Saw a spark immediately when the user stepped on the foot pedal. Fiber was immediately replaced. No delay in the procedure. No damage noted on the laser system. Still in use. Confirmed lot number of fiber to be lot kr207558. The damaged fiber was handed to olympus rep. (B)(6). Investigation is ongoing. This report will be supplemented accordingly following investigation.